Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient has undergone bilateral implant explantation and bilateral replacement with two non-mentor devices on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: impaired healing, capsular contracture manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On january 8, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On december 3, 2020, mentor became aware that the capsular contracture that the patient experienced on the right breast was a baker grade IV. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On january 28, 2021, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent breast augmentation revision with two 270cc mentor memorygel breast implants, suffered the following within 24 hours post-implantation surgery: right breast that did not settle and pushed down on the incision and opened the incision. Patient has been nursing with an open incision. Right breast was also reported to be encapsulated and that the left side is like water, not attached to the body, and moves around. The patient also stated that they feel sick, weak and has symptoms that are so bad they are out of control. In addition, the patient expressed that their doctor implanted improper implants and botched them up that they look like an old lady. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.